Event description:
It was reported that the pt experienced a loss of therapeutic effect. The pt's implantable neurostimulator battery was dead after four months of service. The pt's status was reported as "fair". There was no known accident to the event.

Manufacturer narrative:
(B) (4).